Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps saying no delivery even when it is off his body. Customer stated that the issue started 2 days ago. Customer's blood glucose was unknown but below 200 mg/dl. Customer performed a 5.0 unit fixed prime and the insulin exited. Customer ran manual prime with an empty pump until the piston reaches the end of travel and the pump alarmed no reservoir. Customer reported that insulin exits the tubing. Customer just wanted to change his reservoir because he thinks that may be the issue. Customer changed the reservoir and now the pump is working.